Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m3 segment of the middle cerebral artery (mca) using a penumbra system aspiration pump max 220v (pump max). During the procedure, the green power switch illuminated when the pump max was powered on; however, the pump max did not produce vacuum. After multiple failed attempts to restart the pump max, the procedure was completed by manual aspiration using a syringe and a penumbra system 3max reperfusion catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: there was no visible damage to the exterior of the pump. The pump was plugged in and powered on. The vacuum pump did not start; only the pump cooling fan started. Further evaluation revealed that the inlet piston was corroded. Conclusion: evaluation of the pump confirmed that the pump was able to power up but the vacuum pump would not run. Further evaluation revealed the piston was corroded. The observed corrosion likely caused the piston to seize inside the cylinder, causing the pump to fail to generate vacuum. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.